Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was found in specification in relation to the customer reported 'shuts down by itself while scrolling the menu' which was not reproduced. A review of the event history log identified improper shutdown messages. This would indicate that all power was lost to the pump however the log cannot be used to determine if the power was manually disconnected or if it shutdown without user input. The reported condition was verified but not confirmed. No causality was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump shut down by itself when the user was scrolling the menu. The event occurred during set up. There was no patient involvement. No additional information is available.